Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found broken and was not used. The procedure continued successfully using another 5max ace catheter.

Manufacturer narrative:
On (B)(4) 2015, it was discovered that this case was duplicated with MDR 3005168196-2015-00655; therefore, MDR 3005168196-2015-00654 is being closed.

Manufacturer narrative:
Conclusion : the device is available for return. A follow up MDR will be submitted upon completion of the device investigation.